Event description:
It was reported that the patient was admitted for the driveline infection/bacteremia (B)(6) 2022 until (B)(6) 2022. During this time the patient was admitted with abdominal pain due to the peritoneal bleed and the cultures were positive for methicillin-resistant staphylococcus aureus. The infection was treated with intravenous ceftaroline. The bleed was diagnosed with a computerized tomography. The bleeding was resolved with conservative management and blood transfusion.

Manufacturer narrative:
Related MFR # 2916596-2023-01331. Adverse event problem: 4846 - bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.